Event description:
It was reported that surgeon was performing shoulder surgery when the metal head of the probe broke off inside the patient. Surgeon thought he removed all pieces, but when he checked x-rays during the post op exam, he found that there was a piece still stuck inside the patient.

Manufacturer narrative:
Additional information will be provided once investigation is completed.